Event description:
Pt believes that something may be wrong with their device because they have experienced unexplained high (250 mg/dl) adn low (28 mg/dl) blood glucose levels. Pt self-treated high/low blood glucose.